Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was r-wave undersensing and t-wave oversensing (twos) on the implantable cardiac monitor. The device was replaced with a implantable pulse generator (ipg) system. No patient complications have been reported as a result of this event.